Event description:
It was reported that the blade produced shavings while in use. The particles were very small and not all of the shavings were retrieved. This was discovered once the case was completed. No other information available at this point.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that metal gouging found at the distal end of the device between the inner and outer shaft. Also, there was a damaged/bent tip on outer hood caused by contacting with inner shaft. Metal gouging and bent tip are typically caused when user applies excessive bending/leveraging force on the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.